Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The four additional proglide devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the left and right common femoral arteries (lcfa and rcfa) was attempted with five proglide devices using the pre-close technique to an abdominal aortic aneurysm repair (aaa) interventional procedure. Reportedly, when the plunger was pulled, no sutures were present for harvesting. This occurred with all five devices. The sutures of three new proglide devices were successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the aaa repair procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures along with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Analysis of the returned device found a cuff tab detachment that was not returned. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures were present for harvesting when the plunger was pulled¿ was confirmed. Additionally a cuff tab separation was noted. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.